Manufacturer narrative:
The analyzer's serial number is (B)(6)the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+b results for 1 patient on a cobas e 402 analytical unit. The initial result was 25.6 miu/ml. A new sample was obtained from the patient, and the result was 3,000 miu/ml. The physician questioned the result from the initial sample and requested that the sample be repeated. On (B)(6) 2025, the initial sample was repeated, and the results were 1864 miu/ml and 1877 miu/ml. The initial sample was repeated on another module, and the result was 1941 miu/ml. The result of 1864 miu/ml was believed to be correct.

Manufacturer narrative:
No calibration influence was observed. The qcs were within the specified ranges. The field service engineer completed the preventative maintenance, cleaned and vacuumed the whole system, and replaced the measuring cell. A general reagent or analyzer problem can be excluded because the qc before the event was within the ranges. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.